Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: our failure analysis lab received an additional device for product code j649g, lot tbmczp. This complaint is for product code product code: j496, lot sbmksh and lot tdmher. 1. Could you please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure?0 it was reported that each suture in the open box was part of the same complaint. J649g was reported to also have an issue with needle popping off after passing through tissue and approximating. 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. It was reported that each device that was collected and returned had an issue with the needle popping off prematurely. No patient consequences. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The following information was requested: our failure analysis lab received an additional device for product code j649g, lot tbmczp. 1. Could you please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that sixty-eight packets and one empty opened foil that pertain to product code j496h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via, 2210968-2023-06698 and 2210968-2023-06699

Event description:
It was reported that a patient underwent unspecified plastic surgery on (B)(6) 2023 and suture was used. The needles kept popping off when the surgeon would try to penetrate through tissue. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2024. Additional information was requested, the following was obtained: could you please clarify if the additional device belong to this complaint? If yes, did a device malfunction occur during the same procedure? Yes, the same issue occurred with j649g when passing suture through tissue, needle was popping off prematurely. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-06697, 2210968-2023-06698 , 2210968-2023-06699, 2210968-2023-07662, 2210968-2023-07663, & 2210968-2023-07664, 2210968-2024-00397.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/12/2023. Additional information was requested, the following was obtained: we have received (3) j496; lot sbmksh, however, lot tdmher was originally reported. Can you please confirm with lot number applies to this specific event? Tdmher lot number was the original lot reported for this suture product complaint. The additional lot number sbmksh for (3) j496 sutures used, were included in the opened boxes when I collected the product - I was informed that these sutures were used during the case and also had issues with the needle popping off prematurely. A device has been received for product code j649g, lot tbmczp, however clarification is requested whether the product belongs to this complaint. The following information was requested: our failure analysis lab received an additional device for product code j649g, lot tbmczp. 1. Could you please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events captured via: 2210968-2023-06698 and 2210968-2023-06699, 2210968-2023-07662, 2210968-2023-07663, & 2210968-2023-07664 product complaint # (B)(4). Date sent to the FDA: 10/12/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.